Event description:
It was reported that a device system was explanted due to infection. It was noted that the patient was treated by a physician and patient symptoms included redness at the device pocket. The patient suffered no injury or adverse event and a new device system was placed on (B)(6)-2013. No further information was reported.

Manufacturer narrative:
Product ID 3093-28, lot# va01czp, implanted: 2012-(B)(6), product type lead. (B)(4).